Event description:
It was reported that the customer received a compromised force sensor system error from his insulin pump. The customer's blood glucose level was 160 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose and or flush drive support disk. No compromised force sensor system alarms noted during testing. The device was received with cracked reservoir tube lip, severe scratches on display window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.